Event description:
The reporter contacted animas on (B)(6) 2012 stating the up and down arrow keypad buttons were intermittently unresponsive for a few weeks. It was reported that the keypad rubber was worn thin and the button symbols had worn off. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and cleaned it with a damp cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact with no damage or peeling. The up and down arrow buttons were found to be intermittently responding to button presses. The keypad was removed and contamination was found under the up and down button contacts.